Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received for evaluation, and examination of the received sample confirmed the reported issue. Visual inspection found the knife is trapped and contained within the jaws, which would cause difficulty opening. Review of the device history records for this lot found no potentially contributing factors. The investigation identified the root cause of the issue as customer misuse. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Tissue found in the webbing may have also prevented the knife from retracting far enough to allow the jaws to open. The IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism. Confirm that the jaws have reached the closed position and are locked before activating the cutter.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hand-assisted laparoscopic colectomy, the device handle was sticking. There was no patient injury as a result.